Event description:
The pt's mother reported that the "ok" button was intermittently responding on the keypad. The "ok" button had to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to water. The buttons did not feel normal and were sticking.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad was torn between the "down" and "ok" buttons. The "up" "down" and "ok" keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "up" "down" and "ok" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.